Manufacturer narrative:
The customer noted that replacing the battery solved the issue.

Event description:
It was reported to philips that the customer requested just a replacement battery with no engineer evaluation. The device was not in use on a patient.